Event description:
Boston scientific received information that at this patient's last follow up visit in (B)(6) 2010, there was less than 0.5 years remaining longevity. Most recently, device interrogation was not successful and a magnet rate could not be obtained. The patient had an intrinsic rate of 75bpm and no adverse patient effects were reported. It is assumed that the device has reached end of life (eol).

Manufacturer narrative:
The device remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.